Event description:
On 4/3/98 pt was sent to operating room for exploration and evacuation of hematoma. Drain placed at that time. On 4/7/98, pt returned to operating room for removal of retained drain.